Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and 24mm watchman laa closure device and delivery system (wds) were used. The trans-septal puncture was performed and the was was positioned in the distal aspect of the laa. The wds was inserted into the was and napped together. The closure device was deployed, but it was too proximal, so it was fully recaptured. Another 24mm wds was used. This closure device was deployed and met release criteria, so it was successfully implanted. The patient's hemodynamics were stable with no signs of distress throughout the procedure. The patient was sent to recovery. One day post procedure, the patient complained of chest pain and discomfort. A transthoracic echocardiogram (tte) was performed and a small pericardial effusion was noted. They monitored the patient overnight. The following day, the patient still had chest discomfort, so a pericardiocentesis was performed. 300ml of fluid was removed. The patient tolerated it well and has since been discharged.